Manufacturer narrative:
Reported event: mps reported robotic arm falling when arm extended with mics attached. When the tka application was opened post pre-surgery checks, the mps would attach a mics to the arm and arm wouldn't be able to support the weight and begin to fall down. Device evaluation and results: per gsp (B)(4): during system investigation, fse found that multiple joints had become out of phase after running a phase check. Rephased the system. Product history review a review of device history records shows that on 08/23/16 1 device was/were inspected and 1 device was/were placed on nc/npr/qt: (B)(4) revealed that the non-conformance is/are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: after performing all system tests and checks, started the tka application and attached a mics handpiece. Robotic arm now supports the wieght of the mics successfully. All system checks and tests passed, system is ready for patient use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
(B)(4)- mps (B)(6) reported robotic arm falling when arm extended with mics attached. When the tka application was opened post pre-surgery checks, the mps would attach a mics to the arm and arm wouldn't be able to support the weight and begin to fall down. During system investigation, fse found that multiple joints had become out of phase after running a phase check. Rephased the system. After performing all system checks, started the tka application and attached a mics handpiece. Robotic arm now supports the weight of the mics successfully. Case type: tka. Update per mps: surgical delay of <15min. Procedure completed successfully- yes, without robot. Procedure completed manually- used navigation.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4) - mps (B)(6) reported robotic arm falling when arm extended with mics attached. When the tka application was opened post pre-surgery checks, the mps would attach a mics to the arm and arm wouldn't be able to support the weight and begin to fall down. During system investigation, fse found that multiple joints had become out of phase after running a phase check. Rephased the system. After performing all system checks, started the tka application and attached a mics handpiece. Robotic arm now supports the weight of the mics successfully. Case type: tka. ****update per mps**** surgical delay of <15 min. Procedure completed successfully- yes, without robot. Procedure completed manually- used navigation.